Manufacturer narrative:
The reported event of helix would not extend was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found over torque of the inner coil consistent with procedural damage. After cleaning and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: serial number corrected to (B)(6), h4 - device manufacture date corrected to feb 27, 2020, lot # corrected to p000099755, UDI # corrected to (B)(4).

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure the lead's helix would not extend when placed in the body. The physician suspected a malfunction. The lead was exchanged and replaced. The patient was stable.